Event description:
Patient stated that on (B)(6) 2023 she went to change her cassette and had an occlusion alarm on her remunity pump. She looked down at her site and noticed that the plastic part of the cleo infusion set that sits on top of the skin had "crumbled" and was "cracked-in-two". Patient placed a new site on (B)(6) 2023 and did not have any interruption in therapy (meaning no missed doses and reported no adverse events). Patient states she did not have any pain with the incident and has no clue how it happened. Patient does not have defective product available for return-it was discarded. Lot number/expiration is not available. Both remunity pumps are in working order without issue. No issues with new site. Unknown if md aware. No additional information known. Reported to(B)(6) by: patient/caregiver.